Event description:
It was reported that (1) sw100 and (1) er320 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the sw100 had three successful knot formations and on the fourth try did not work. The surgeon used the er320 clips and they would not close completely. It is unknown how the case was completed. There was no consequence to pt.